Event description:
Info was received from our (B)(4) affiliate. On 8/11/2012, a pt reported being seen and treated for an adverse event by an eye care professional (ecp) in (B)(6) 2012. The pt was wearing 1-day acuvue moist brand contact lenses in both eyes. This report is being submitted for the right eye (od). Please refer to report 1033553-2012-00047 for info regarding the left eye (os). On 08/13/2012, the treating ecp provided additional info. The pt presented (B)(6) 2012 with c/o redness and pain ou. The pt was diagnosed with corneal erosion and conjunctivitis ou. Os: erosion 1mm in size. Od: the erosion was smaller than os. The pt was treated with vigamox and odomel 0.05% eye drops. No cultures were taken. The pt returned for f/u (B)(6) 2012 and on (B)(6) 2012; the pt's "symptom improved but did not resolve." The pt has not returned for f/u since (B)(6) 2012. This event is being reported worst case because the "ecp presumes that the symptom was rather serious." No additional info is available at this time. The product in question has been discarded and is not available for return for evaluation.

Manufacturer narrative:
Based on the limited info available, no further investigation can be conducted at this time. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings. Method codes: device not returned. No evaluation will be performed. Device discarded-unable to follow up.